Event description:
It was reported that a cartridge change error occurred with the customer's pump, preventing successful loading of multiple cartridges and installation of a new cartridge. The error did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the customer on inspecting the pump and cleaning key areas, but the issue persisted. As a resolution, the customer was sent a replacement pump with updated software and given instructions on returning the defective pump. The customer acknowledged the procedures and would use multiple daily injections (mdi) as backup insulin therapy during the transition.